Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer stated that they received questionable inr results from coaguchek xs meter serial number (B)(4). The result from the meter was 5.7 inr and ten minutes later the result was 3.8 inr. The laboratory result was 2.2 inr. The method used in the laboratory was not provided. On (B)(6) 2018 the result from the meter was 5.3 inr and ten minutes later the result was 4.3 inr. On (B)(6) 2018 the result from the meter was 2.2 inr. The result at the general practitioner was 1.6 inr. The method was not provided. There was no allegation of an adverse event. The therapeutic range was 2 - 3 inr. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
Additional customer information was provided. The laboratory method was stago evolution. The customer was feeling "well".

Manufacturer narrative:
The customer meter was returned for investigation. The returned meter was measured with the retention test strips in comparison to the current test strip master lots. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Testing results: donor 1: reference meter with masterlot strips (124158-80): 2.7 inr, customer meter with retention strips: 2.7 inr. Donor 2: reference meter with masterlot strips (124158-80): 2.4 inr, customer meter with retention strips: 2.3 inr. Donor 1: reference meter with masterlot strips (286321-80): 2.8 inr, customer meter with retention strips: 2.7 inr. Donor 2: reference meter with masterlot strips (286321-80): 2.4 inr, customer meter with retention strips: 2.3 inr. The maximum difference between measurements with the same blood sample was 4 % by master lot 124158 ¿ 80. The maximum difference between measurements with the same blood sample was 4 % by master lot 286321 ¿ 80. Returned customer material and retention material complies with specification.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.